Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure to treat pelvic organ prolapse, stress urinary incontinence, cystocele and an obturator sling was implanted. It was reported that due to mesh erosion, patient underwent removal by implanting surgeon on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent carbon dioxide laser ablation of vaginal intraepithelial neoplasia and revision of vaginal mesh from previous mesh procedure on (B)(6) 2007.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03344. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that patient underwent concurrent cystoscopy procedure.

Event description:
It was reported that patient underwent concurrent cystoscopy procedure.